Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that one of the lumens in the catheter got occluded just after catheter placement. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed within the sample. Blood residue was observed within the distal valve. An attempt to infuse water through the sample using a 12ml syringe revealed the proximal-valved lumen to be patent; however, the distal-valved lumen to be fully occluded. Microscopic inspection of the sample confirmed the presence of blood residue within the distal valve. The residue was adhered to the valve slit. The adhered biological residue appeared to prevent valve opening during attempted infusion. Blood product occlusion typically occurs if the catheter is not properly maintained. The product IFU provides instructions for maintenance of the indwelling catheter.

Event description:
It was reported that one of the lumens in the catheter got occluded just after catheter placement. No patient injury was reported.